Event description:
It was reported that during a da vinci prostatectomy procedure, the jaws of the maryland bipolar forceps instrument were not aligned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both grips were bent and facing away from each other. The yaw pulley and pulley cover exhibit separation, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.